Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(6). Synergy ous mr 2.75 x 38mm stent delivery system was returned for analysis without a hypotube or manifold. A visual examination of the stent found evidence of damage, with proximal struts bunched distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual examination of the outer and iner lumen section found evidence of a break, with break site 10.5cm distal to the distal tip.

Event description:
Reportable based on device analysis completed on 16may2019. It was reported that crossing difficulties were encountered. The 70% stenosed target lesion was located in severely tortuous and severly calcified left circumflex artery. During percutaneous coronary intervention, a synergy ous mr 2.75 x 38mm stent delivery system was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent damage.